Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device button was not functioning well. When the doctor pressed it, it would start to burn his finger. There was no patient involvement. No further information available.

Manufacturer narrative:
Additional information: evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. It came with an electrode. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. Visual inspection found no damage to the device or the associated electrode that was returned with pencil. The device was plugged into a 40k ohm test box and activated in both the cut and coag mode with satisfactory results. The device plugged into a generator and activated normally. The device passed hipot testing, showing that there were no unexpected electrical leakages. The investigation did not identify any defects with the pencil that could have contributed to the reported event. The investigation found the device to function normally and within specifications. The instruction for use (IFU) states, confirm proper electrosurgical generator power setting before proceeding with surgery. Use the lowest power setting to achieve the desired surgical effect. If information is provided in the future, a supplemental report will be issued.